Event description:
It was reported that a smiths medical fluid warmer had a bad compressor.

Event description:
Summary of investigation in h 10.

Manufacturer narrative:
Other text: investigation completed on a smiths medical fluid warming/level 1 trauma fast flow systems - (B)(4) complaint of compressor is bad was confirmed upon powering up as water was leaking from the top socket down the return tube and on to the compressor. Physical condition of device revealed minor dirt on it and faulty pressure gauge on 1 of the h-2. Action was taken to replace o-ring in top socket and water damage compressor. Replaced pcb board due to water got on it.. Repair summary and maintenance included: replaced line cord and drain valve due to normal wear and tear. Replaced both rip heater. Replaced damage h-2 pressure gauge. Installed tempcheck test fixture e5993 due may (B)(6) . Measured temperature was 41.7 degrees which is within tolerance. Device passed all functional and electrical tests.